Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) (B)(4) alleging that the subject meter did not turn on. At the time of troubleshooting, the lfs representative confirmed that the subject meter powered on when a test strip was inserted but did not power on manually when a button was pressed. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.